Manufacturer narrative:
The field event was confirmed. Upon interrogation, the device would not communicate. Analysis of an arc mark found on the ICD can showed lead material. The battery current draw was high, indicating device circuitry damage. Using an external battery, the device was found to be in hardware reset mode. The ram map revealed that the device had reset while delivering hv therapy due to fibrillation detection. The damage found is a result of the lead arcing to the ICD can.

Event description:
It was reported that the device could not be interrogated. The battery voltage was 2.55v. Premature battery depletion was suspected. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.